Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. The cause for the hospitalization was not provided. Hospital staff requested information regarding pump settings prior to releasing customer from the hospital with the understanding that the customer will not be using the pump at this time.